Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all cubies were filled in drawer 32 and the auxiliary cabinet. A field service engineer (fse) reseated all rowboard connections and replaced retractor band. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was not detected on the bus despite reboot and recovery attempts, and the issue was recurring.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported due to this event.